Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed, and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the inferior vena cava (ivc) using a lightning aspiration tubing (lightning). During the procedure, after removal of some clot in the target vessel, the physician noticed the indicator light on the lightning unit turned red. The physician unplugged and re-plugged the lightning unit multiples time to troubleshoot, however, the indicator light on the lightning remained red. The physician used a syringe to flush the cat12 and lightning tubing, but it was unsuccessful, and the lightning unit remained red; therefore, it was removed. The procedure was completed using a new lightning. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report: 3005168196-2020-01613. 1. Section d. Box 1. Brand name. H3 other text : placeholder